Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high, out-of-range (oor) shock impedance measurement of greater than 200 ohms, which was detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed potential causes for the observation and evaluation options. It was known that shock impedance measurements during implant was normal and the detection of red alert happened the next day post implant after the patient had connected the communicator. The patient was brought in for a commanded shock and noted measurements were in range. Ts informed the field representative about memory dump and other troubleshooting options for shock impedance. The field representative had programmed the daily measurements for out of range shock lead impedance off to disable detection. Additional information indicated that memory dump was not performed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.